Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient death, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, approximately 9 months post xience v stent implantation in the proximal right coronary artery, the patient was diagnosed right lung pneumonia. On (B)(6) 2009, the patient was diagnosed with lung cancer, on (B)(6) 2009 experienced a pulmonary embolism and on (B)(6) 2010 was diagnosed with pneumonia. On (B)(6) 2010, the patient died. Cause of death is unknown as the death was discovered through the social security index. There was no additional information provided.